Manufacturer narrative:
The home pt's nurse agreed to review proper procedures with the home pt.

Event description:
A home pt contacted baxter's technical service ctr regarding a system error 2440 message that appeared on the display of the home pt's homechoice machine during a dwell cycle his automated peritoneal dialysis therapy. Per initial report, the home pt disconnected his transfer set from the pt line of the homechoice set without pausing therapy. The pt then reconnected to the setup. Baxter's technical service ctr assisted the home pt in ending the therapy early. No pt injury or med intervention was associated with this incident per the home pt's nurse.